Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter to supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. However, a recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. Complaints such as this is a new issue with this product line. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. Production has been informed. As we have not received back any samples yet, the necessary tests cannot be made.

Event description:
According to the information received, the eyelet was scratching, which caused some bleeding. The customer advised that she was on blood thinning drugs. She needed no treatment and did not go to the hospital, and only advised the district nurse. There were no clinical consequences and everything was all ok now.